Event description:
Patient pushed the call button at 0440 am and notified bedside nurse (rn) that pt soiled self with urine and requested to change underwear. Bedside rn assisted patient to change into new underwear. Bedside rn noticed his old pair of underwear was soiled as well as a spot in the bed sheet that was farther up from the pelvic area and more so in the middle of where the patient's back would be lying. Rn immediately checked the external ventricular drain (evd) device and noticed that the evd tubing was broken in half. Rn called for help and that is when both neighboring rns came to assist rn at the bedside. While bedside rn called the nurse practitioner (np) at 0443 am to notify him of the situation, additional rns assisted with clamping the evd and gathered sterile supplies to place at the end of the evd tubing. Mother was at bedside and was notified of the event as soon as bedside rn noted that the evd tubing was broken in half. Notified neurosurgery to come to bedside to replace the evd device with a new one. Neurosurgery arrived at the bedside at 0530 and replaced the evd tubing at 0600. Charge rn was notified of the situation as well by bedside rn.